Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material in the nozzle and dirty bending section (a-rubber) cover could not be identified. It is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, however, there is possibility that sufficient brushing could / was not be performed. The event can be detected/prevented by following the inspection method for the event is described in the operation manual as follows: - important information ¿ please read before use- ¿ using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and infection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the gastrointestinal videoscope had an angulation problem and the electrical connector was not locking properly. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material and the scope cover and bending section cover were dirty. The report is being submitted due to the foreign material in the nozzle and the scope being dirty found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the electrical connector was deformed. Evaluation also found water tightness was lost and the endoscope cable could not be connected securely due to deformation of the electrical connector, water tightness was lost due to deformation of the right/left and up/down knobs, the bending section cover adhesive was detached, the connecting tube was scratched and discolored, the scope cover was scratched, the grip was dented, the universal cord was scratched, the protector of the universal cord on the scope connector side was cut, the scope connector was scratched, the guide pin of the electrical connector was deformed, the bending angle in the up/down and right this event is under investigation. A supplemental report will be submitted upon receiving additional information.